Manufacturer narrative:
(B)(4). B5 describe event or problem- correction. G6 type of report- follow up. H2 type of follow up- correction.

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. Disregard the h6- 24 code.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.